Manufacturer narrative:
Evaluation results and conclusion: (dissection). (B)(4).

Event description:
The patient was treated for left sfa stenosis using a pacific xtreme balloon. One the same day as the procedure a dissection occured which was not treated and the outcome was resolved.